Event description:
Information received from the field notes that several attempts to interrogate the device resulted in "position head" message and a back-up mode message. A subsequent interrogation found dashes (---) for parameters. A separate ECG noted that the device was av pacing at 80 ppm. The patient was pacemaker dependent.